Manufacturer narrative:
The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon testing of the device, the device passed all tests including electrical safety test. The error e433 was recorded in the error log multiple times but was not duplicated during inspection and testing of the device. All the outputs were within specifications. Minor scratches and dings were observed on the top cover. The front panel also had minor scratches and dings and chips and cracks. These are normal signs of use that can occur when handling the generator, as long as functionality is not affected. It is possible that the temporary errors stated in the technical cause below are the cause of the e433 error message as reported by customer and evidenced in the error log. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (permanent error). 8) defective relay board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Presently, an in-depth investigation of the hvps boards with error message e433 is being carried out by research and development. In general, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use, a suitable replacement device must be provided during an application. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the error message e433, which results in the restart of the device, was received for the device. There is no harm to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Initials of the patient are a.m.m.

Event description:
Addendum jun 24, 2022: event occurred towards the end in the last 30 minutes of the procedure. Procedure was transurethral resection of prostate (turp). Procedure was completed with a bipolar cautery device with five minute delay required to set up the device. The patient did not need to be given additional anesthesia.